Event description:
Healthcare professional reported "right side tissue expander leaking." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h3

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. Observed broken device assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.4., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "right side tissue expander leaking." Device was explanted.

Event description:
Healthcare professional reported "right side tissue expander leaking." Device was explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "right side tissue expander leaking." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.